Event description:
It was reported that pump experienced malfunction while customer had pump resting on heating pad. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction, and was advised to continue using pump and to call back if malfunction occurred again, which customer acknowledged and understood.